Event description:
It was reported that during a scheduled filter retrieval, it was identified that a filter arm had detached and was embedded in the vena cava. The physician unsuccessfully attempted to retrieve the arm. There was no report of injury to the asymptomatic pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter has been returned for evaluation and the investigation is currently underway.